Manufacturer narrative:
This report is for an unknown tfn helical blade. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown procedure,the surgeon alleges injury to an elderly patient with femur fracture was caused by the technical assistant that was scheduled for the surgery was absent and delayed the procedure. It was also reported, that the operation would only start after confirmation of the availability of materials, the procedure was delayed by an hour. No further information is available. Material: tfn proximal stem. This complaint involves two (2) devices. This report is for one (1) unknown tfn helical blade. This is report 2 of 2 for pc-(B)(4).